Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 48mm abdominal aortic aneurysm. It was reported that during the index procedure, as the contralateral limb was being deployed, the external slider was rotated. However, it was noted that the position of the outer sheath did not move and the distal tip of the delivery system moved proximally 7-8cm but the device did not advance out from the outer sheath. Due to the significant proximal advancement of the delivery system the physician elected to cease deployment and the device was removed. The procedure was completed using two additional endurant limbs as there was no other device of the same length available. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: inspection of the device confirmed the graft remained within the graft cover. A gap of 6.5cm was observed between the distal end of the taper tip and the graft cover. A gap of 9.5cm was observed between the front grip and the external slider. The graft cover was excessively curved. The graft remained within the graft cover. The stent stop was bunched and deformed due to the graft moving proximally. Rotation of the external slider in a proximal direction exacerbated the curving of the graft cover. It was not possible to deploy the graft by rotating the external slider. The graft was deployed by cutting back the graft cover and the suprarenal stent and manually removing the graft. The cause of the deployment difficulties could not be determined through analysis. If information is provided in the future, a supplemental report will be issued.